Manufacturer narrative:
Structural valve deterioration (svd) is the most common reason for bioprosthesis explants/replacements and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. The reported event cannot be confirmed since the device is not available for evaluation. However, this event was most likely impacted by the progression of the patient¿s underlying valvular disease pathology with svd. The device history record (DHR) could not be reviewed as the serial number is unknown. However, the reported event does not allege a malfunction that could be related to a manufacturing deficiency and/or one was not confirmed through investigation. Edwards lifesciences will continue to monitor all reported events. No further actions are required at this time.

Event description:
Edwards received notification that this (B)(6) y-o patient with a 25mm perimount valve implanted in the aortic position underwent a valve-in-valve procedure after an implant duration of 15 years for degeneration. The tavr was performed using an edwards transcatheter valve. The patient was noted as to be hospitalized in stable condition after the procedure.

Event description:
Edwards received notification that this 82-y-o patient with a 25mm perimount valve implanted in the aortic position underwent a valve-in-valve procedure after an implant duration of 15 years for degeneration leading to high grade aortic regurgitation. The tavr was performed using an edwards transcatheter valve. The patient was noted as to be hospitalized in stable condition after the procedure.